Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and oversensing which resulted in pacing inhibition and syncopal episodes. As a result, this lead was surgically abandoned. The device was also explanted due to patient upgrade. No further patient effects were reported.

Manufacturer narrative:
Requests were made for the return of this product. However, it is unknown if this device will be returned. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. In conclusion, analysis testing could not confirm the reported noise or oversensing issue.